Manufacturer narrative:
Return of the device has been requested to evaluate for cause of reported malfunction. A follow-up report will be submitted at the completion of the investigation.

Event description:
Patient was being lifted using a c450 lift by caretaker, when lift suddenly, "just gave way" and dropped the patient on his knees. The patient was taken to the emergency room, and it was determined there that he suffered bruising of the knees and required physical therapy, which was not a previous need.